Manufacturer narrative:
Medical device expiration date: na. PMA/510(k)#: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument there is a false positive for hsv/vzv assay. After reviewing the graph the customer repeated the test and the result came out negative. No patient impact was reported. The following information was provided by the initial reporter: customer reported false positive for hsv/vzv assay after they get the result and see the graph, they test it again it and came out negative. The graph is a bit weird. It happen on run 1916 today. Customer confirmed there is no error on the instrument.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positives". Customer reported that they are receiving suspected false positive results for the hsv/vzv assay. Customer confirmed that there are no system messages and/or error messages displayed on the instrument and that this issue occurred on side b of the instrument. Upon retest, the false positive in question yielded a negative result. Customer database and log files were analyzed by service which revealed evidence of a partial fill or bubble in the pcr cartridge for the result in question. Customer was instructed to perform single sample bank testing, which they completed with no issues in the original affected lane. Customer also noted that they did not have any more inds or further issues after a week of running post-issue. Customer agreed to continue monitoring performance. This complaint is unconfirmed as it alludes to an isolated occurrence which could be related to a specimen issue and no instrument issues were identified. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument there is a false positive for hsv/vzv assay. After reviewing the graph the customer repeated the test and the result came out negative. No patient impact was reported. The following information was provided by the initial reporter: customer reported false positive for hsv/vzv assay after they get the result and see the graph, they test it again it and came out negative. The graph is a bit weird. It happen on run 1916 today. Customer confirmed there is no error on the instrument.